Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing through pinch valve vl53b was defective and was causing vacuum chamber vc26 to overflow and leak. The fse replaced the tubing through pinch valve vl53b, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a blue liquid leak from the coulter lh 750 hematology analyzer while running start up. The volume of the leak was described as a few mls and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.